Event description:
The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged inflamation, increase of migraines,respiratory issues, nose bleeds, arterial bleed , headache and cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The manufacturer received information alleged inflammation, increase of migraines,respiratory issues, nose bleeds, arterial bleed , headache and cough. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and the manufacturer visually inspected the external showed dust/dirt contamination inconsistent with degraded sound abatement foam was observed. The device was evaluated and the manufacturer visually inspected the internal showed light amount of dust/dirt on the enclosure and blower. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was sound abatement foam degradation.

Manufacturer narrative:
Additional information was received on mar 21, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging inflamation, increase of migraines,respiratory issues, nose bleeds, arterial bleed , headache and cough related to a CPAP device's sound abatement foam. Additional information was received about the alleged visualization of particles. There was no report of patient harm or injury.